Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, motor error alarm and no delivery alarm on the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error once in a 30 day period. Customer received motor error alarm during prime process. Customer performed and passed the displacement test. Troubleshooting for no delivery was performed. Customer received the no delivery alarm during bolus delivery. Customer advised the no delivery alarm was a recurring issue and remained unresolved. Customer was assisted with running a fixed prime and the insulin pump functioned properly without any alarms. Customer was advised the reservoir would be replaced and they agreed to return the product for analysis.